Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent/deformed/stretched out. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Lens model size returned is not model size indicated on claim. Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -12.50/+1.0/095 into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vault. This resolved the problem. Cause was reported as unknown.